Event description:
It was reported a nurse observed that the pt's bladder was full, but the bag was empty so she had to move the drain and the urine started to flow. It was also stated, "the procedure is made always by the service nurse who has log time experience with these products." Note: this reported issue occurred on twelve separate cases.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however, there was no report of harm to the pt. Add'l info was requested on (B)(4) 2014, however no add'l info regarding this incident could be obtained from the reporter. Please note: issue occurred on twelve separate cases. A separate 3500a form has been completed for the other 11 cases under pt identifier #s: (B)(6). MFR report numbers: 3007966929-2014-00029, -00030, -00031, -00032, -00033, -00034, -00035, -00036, -00037, -00038, -00039 respectively. (Report 1 of 12) no add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.